Manufacturer narrative:
(B)(4). Concomitant medical products: 42539905285 - tibial cut guide - 63813683. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03628.

Event description:
It was reported the tibial cut guide has drill bit cold welded into it. This occurred outside of the operating room. No patient involvement.